Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the device feeling like it was slipping and tearing are walking, lying in bed, sitting and getting up from a chair, rolling out of the bed. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation for spinal pain. It was reported that the patient had an ineffective spinal neurostimulation unit for several years now. Patient reported that their installation was not successful and resulted in more pain. Patient reported getting a reminder about replacement, probably for batteries. Patient wanted to know if she could get the entire system removed without causing further trauma or if the stimulator itself could only be removed. Additional information was received from the patient. The patient reported that she was evaluated for the use of spinal neurostimulation for the purpose of pain relief during the (B)(6) of 2015. A screening unit was inserted in (B)(6) . The patient reported that for the screen period, she was essentially free of pain and was able to accomplish mild to moderate exercise without any problems. The patient reported that two weeks after implant, the stimulator (ins) was switched on and programmed by a manufacturer¿s representative (rep). The patient reported that there was no immediate effect, so another appointment was scheduled to revisit the situation after additional healing time. The patient reported that several weeks later, adjustments and reprogramming still brought no pain relief to her right side, which was where it was needed. The patient reported that increased stimulation levels did result in sensation and pain on the left side. The patient reported that several attempts were made by reps. The patient reported that at higher power levels she could feel some pulsing from the ins, but didn't feel any relief from her pain; there was additional pain at the ins site. The patient reported that the reps tried different stimulation levels and adjusted different parameters, but to no avail. The patient reported that consultations with the implanting surgeon revealed that the procedure was not without problems. The patient reported that after studying a post-operative CT scan and his notes on the operation, he said that he made several attempts to place the ¿paddle¿ where he felt it was needed, but was unable to because of scoliosis or some other unforeseen medical condition. The patient reported that she was still enduring a significant amount of pain, which had resulted in further issue of sleep deprivation, reduced mobility, gait and coordination. The patient reported that she couldn't stand erect and had experienced additional falls. The patient reported that she could only walk with the aide of a cane or walking stick. The patient reported that part of the issue with the pain included sudden and prolonged shooting pain in the vicinity of the ins, feeling as if it was slipping out and tearing the skin. The patient also reported that she felt pain near the paddle site, in the form of sudden piercing pain. The patient reported that she presently left the ins at a low setting, periodically increasing the setting to determine if it shows signs of life and to see if there was any improvement. The patient reported that increasing the setting has, so far, only increased her pain. The patient reported that she was concerned with her future quality of like. No further complications were reported.